Manufacturer narrative:
H4: the device was manufactured from august 9, 2022 - august 11, 2022. H10: the device was received containing approximately 240 ml of fluid in the bladder. A visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the flow restrictor. Force prime was attempted to revive flow, but flow was not observed. Inspection on the flow restrictor housing which revealed that the cause of the flow problem was due to drug precipitate which was blocking the fluid path inside the lumen of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was determined to be use related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that the device had not been administering any medication for 24 hours. This was observed during patient infusion. The device was filled with flucloxacillin 12mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.